Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted (lot no. 628435) for female sterilisation. The patient had a medical history of trichomoniasis in 2008, loop electrosurgical excision procedure in 1998 and multiple allergies (latex: no reaction (patient history); ceclor: anaphylaxis, shock (observed by provider); cipro: anaphylactic shock, shock (observed by provider); ampicillin: bumps, rashes or hives (patient history); iodine: bumps, rashes or hives (patient history); keflex: bumps, rashes or hives (patient history); penicillin analogues: bumps, rashes or hives (patient history) ), genital herpes, pain in hip (chronic), chronic lumbago, drug abuse, alcohol abuse, fatty liver, chlamydial infection (remote history), hiv antibody, menorrhagia, parity 3 and gravida (4). The patient had a family history of depression and alcohol abuse. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: surgical pathology report on (B)(6) 2021: final diagnosis: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: uterus and cervix: acute and chronic cervicitis with reactive epithelial change, benign endometrium with chronic progesterone effect, adenomyosis, leiomyomas; fallopian tubes: no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] in (B)(6) 2008: heavy pap history. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical records: 2 reporter added; lot number was provided. Medical history and lab data added. On (B)(6) 2009, essure was inserted for female sterilisation together with a mirena to treat menorrhagia and pelvic pain. On (B)(6) 2021, essure was removed via total laparoscopic hysterectomy and bilateral salpingectomy, with cystoscopy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2021, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted (lot no. 628435) for female sterilisation. The patient had a medical history of trichomoniasis in 2008, loop electrosurgical excision procedure in 1998 and multiple allergies (latex: no reaction (patient history); ceclor: anaphylaxis, shock (observed by provider); cipro: anaphylactic shock, shock (observed by provider); ampicillin: bumps, rashes or hives (patient history); iodine: bumps, rashes or hives (patient history); keflex: bumps, rashes or hives (patient history); penicillin analogues: bumps, rashes or hives (patient history) ), genital herpes, pain in hip (chronic), chronic lumbago, drug abuse, alcohol abuse, fatty liver, chlamydial infection (remote history), hiv antibody, menorrhagia, parity 3 and gravida (4). The patient had a family history of depression and alcohol abuse. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: surgical pathology report on (B)(6) 2021: final diagnosis: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: uterus and cervix: acute and chronic cervicitis with reactive epithelial change, benign endometrium with chronic progesterone effect, adenomyosis, leiomyomas; fallopian tubes: no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] in (B)(6) 2008: heavy pap history quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc follow up. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.